Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study reported the lot number and implant date of the catheter/pump and the patient's gender.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot# 0220933344, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider (hcp), foreign, clinical study) regarding a patient who was receiving water (100 mcl at 6.14105 mcl/day) via an implantable pump for unknown indications for use. It was reported that the patient was seen in the emergency department by the neurosurgery department for lumbar wound infection after baclofen pump placement 14 days ago.  The patient had unfavorable evolution of wound/opened wound for several days with no fever or clear feeling of illness.  It was noted the clinical wound problem was mainly cranial with redness and localized deposits, undermined wound to approximately 6 cm deep.  The control lab was reassuring with normal leukocytosis and c-reactive protein (not increased).  In view of important wound problems with underlying foreign material, it was decided to remove the material.  On (B)(6) 2021 the entire system was explanted/not replaced.  The outcome of the event resolved without sequelae on (B)(6) 2021.  The clinical diagnosis was pump pocket infection.  The event required in-patient or prolonged hospitalization.  The event resulted in medical or surgical intervention to prevent life threatening illness or permanent impairment to a body structure or body function.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a clinical study. The patient had received antibiotics (clexane 40 mg sc 1x/d) on (B)(6) 2020. The event had resolved without sequala on (B)(6) 2020. The healthcare provider had disposed of the product / pump and catheter according to their biohazard instructions.